Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The attachment came loose when the needle was screwed into place. It was possible to reattach the attachment to the vaccine, but it came loose every time the needle was screwed in, so it could also be due to the needles. It felt like there was "air pressure" in the syringe that pushed up both the attachment and the needle. Injecting the vaccine into the left arm, I notice that the dose ends up to the side, drops on the arm. Ran where the needle is screwed in. Unclear how much of the dose went in. During vaccination 12/12 when leakage occurred during vaccination and part of the dose ran alongside. Where part of the dose ran next to the pupil means a new vaccination.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2501003. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) unused needle samples, one (1) used needle sample, and a syringe sample were received for evaluation by our quality team for this record and for related record (B)(6). Using the syringe provided, one of the unused needles was used. Proper activation of the snap clip was confirmed and no indications of leakage or connectivity failure were observed. The needle bevel was found to show no signs of defect. Based on the investigation results, a cause related to the needle manufacturing process could not be determined. Engagement force is measured as a final test prior to the release of every lot, and the results were found to be within specifications for lot 2501003. Smartslip technology ¿ has been introduced to help ensure a secure connection is made with luer slip syringes (the most common syringe design in europe). We recommend the user follow the instructions for use, which are unique in recommending the user ¿push firmly when attaching the needle to the syringe¿ and the user should be sure the clip is activated. When attaching a needle with smartslip technology (tm) to a luer lock connection, the clinician may feel a stronger resistance, this is not preventing a connection from being made, the user should ¿push while twisting¿. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.